Event description:
A home patient (hp) contacted baxter's technical service center to report that the heater line of the homechoice set had broken during fill 1 of their automated peritoneal dialysis therapy utilizing their homechoice machine. Reportedly, the hp received a "check heater line alarm" so the hp tugged down lightly on the heater line of the homechoice set and the heater line broke off of the cassette of the homechoice set. The hp set up with new supplies to complete therapy. No pt injury or medical intervention was associated with this incident, per the hp.